Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient presented for a cardio version when the pc shock button had an alert saying possible high-voltage lead issue. Due to the lead issue and therapy not being delivered, external pads were used.